Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient¿s granddaughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter was reading inaccurately compared to another device (emergency medical service ¿ ems meter, brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist (ms) during a follow-up call with the reporter on january 04, 2018. The reporter advised that the alleged issue began at around 1 a.m., on (B)(6) 2017. The reporter stated that prior to the alleged issue occurring, she last tested the patient¿s blood glucose at 8 30 p.m., on (B)(6) 2017, and although she was unable to provide the result obtained, she claimed that it was within the patient¿s normal range. The reporter advised the mss that she administered 30 base units of insulin (humalog) in response to the result obtained at that time. The reporter advised that at around 1 a.m., on (B)(6) 2017, she found the patient had become ¿nauseous¿ and was ¿unresponsive, disoriented, vomiting and couldn¿t speak or identify anyone in the room¿. The reporter advised that she immediately tested the patient¿s blood glucose using the subject device and claimed obtaining readings of ¿140 and 61 mg/dl¿ with the subject device. The reporter advised during the call with the mss that she contacted the emergency medical services (ems) who upon arrival, reportedly measured the patient¿s blood glucose at ¿41 mg/dl¿ using their own device which they compared to those obtained on the subject device. The comparison tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the ems treated the patient with IV glucose and an unspecified time later, re-tested the patient¿s blood glucose using their device, reportedly obtaining a result of ¿81 mg/dl¿. The reporter advised the mss during the follow-up call that she then gave the patient something to eat to further increase his blood glucose. The reporter felt that the subject device had been reading inaccurately prior to the alleged issue occurring and stated that she believed the alleged inaccuracy issue caused and/or contributed to the event. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject device and the meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.